Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to cracked lcd controller, cracked and bleeding lcd glass. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. No moisture damage on the electronics, battery tube, motor, vibrator and keypad assembly noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s screen went completely black and looked like water under the screen as well as burn marked. Customer stated that insulin pump was exposed to moisture and fluid get inside the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.